Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined the cause of the reported failure to be a disconnection of the shorting plug, p504, into a jack connector, j504, of the analog pcb assembly. After the plug was installed correctly, the device was then able to power on properly. A replacement device was provided to the customer.

Event description:
During a normal weekly inspection, it was reported that the device illuminated all three(charge-pak, attention and wrench) icons and it would not power on. There was no pt use associated with the event.